Event description:
We received an allegation about discrepant results for 2 patients tested with high-density lipoproteins (hdl) assay on a cobas 6000 c501 analyzer. Sample 1: initial result: 108.2 mg/dl. Repeat result: 40.4 mg/dl. Sample 2: initial result: 120.6 mg/dl. Repeat result: 56.4 mg/dl.

Manufacturer narrative:
The hdl reagent lot number and expiration date were not provided. During the investigation, crystallization was identified in the upper part of the cuvette. The customer also identified a crystallization in the rinse tube (vacuum). The field service engineer (fse) visited the customer's site and found that the cell rinse tube, the vacuum tube, and the waste bottles were dirty. He also found that the vacuum pump diaphragm was dirty. The fse cleaned the cell rinse tube, the vacuum tube, the waste bottles, and the vacuum pump diaphragm. He then adjusted the cell rinse water. The root cause was consistent with a maintenance issue. The service actions (cleaning the cell rinse tube, the vacuum tube, the waste bottles, and the vacuum pump diaphragm and adjusting the cell rinse water) resolved the issue.